Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A pairing test was performed and it passed. This transmitter was found to be in cm mode, and therefore it could never be paired to or activated by the customer and could never have been at fault for signal loss. There is signal loss on the date of issue, but it is from the previous transmitter that was in use. The reported event loss of connection was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.